Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, dissection occurred. Lesion 1 (de novo, culprit lesion for stemi, total occlusion, bifurcated) was located in the proximal left anterior descending (lad). The lesion was 100% stenosed, 2.75mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.5x28mm study stent. Post dilation was performed. Residual stenosis was 0%. A thrombectomy catheter was also used during the treatment of the lesion. Lesion 2 (de novo, total chronic occlusion, bifurcated) was located in the 1st diagonal. The lesion was treated with placement of a 2.5x16mm study stent, resulting in a grade b dissection. Subsequently a second study stent, a 2.25x20mm promus element stent was implanted. Post dilation was performed. Residual stenosis was 0%. The patient recovered and the event resolved. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer : it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).